Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor would not power up when the machine was turned on. The user reported the display screen went blank, but would return after the device was turned off then back on again. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.